Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Later healthcare professional reported "rupture ". This record is for the "right" side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. The device remains implanted. This record is for the right side.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Later healthcare professional reported "rupture ". This record is for the "right" side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: * rupture: observed broken device assessed as fold flaw opening. * capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, stress marks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.